Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns an adult female patient ((B)(6) or (B)(6) years old) who was treated with synvisc and developed synovitis of knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc injection every week (dose, indication, batch/lot number and expiration date: not provided) into unspecified knee. On an unknown date, after the third infiltration, the patient developed synovitis and pain and required treatment with cortisone-like drug. It was reported that the patient was treated in the hip uneventfully with synvisc. Corrective treatment: cortisone like drug for synovitis of knee. Outcome: unknown for synovitis of knee. Seriousness criteria: required intervention for synovitis of knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Follow upl information was received on (B)(6) 2015. No new information was received. Additional information was received on (B)(6) 2015. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This case is cross referenced with case:(B)(4). (Cluster). This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns an adult female patient ((B)(6)) who was treated with synvisc and developed synovitis of knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc injection every week (dose, indication, batch/lot number and expiration date: not provided) into unspecified knee. On an unknown date, after the third infiltration, the patient developed synovitis and pain and required treatment with cortisone-like drug. It was reported that the patient was treated in the hip uneventfully with synvisc. Corrective treatment: cortisone like drug for synovitis of knee. Outcome: unknown for synovitis of knee. Seriousness criteria: required intervention for synovitis of knee. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.